Event description:
The patient experienced a fall at home and underwent a right bipolar hip replacement using the biomet ringloc b-polar hip system. A few weeks later, he returned to the hospital with a displaced right hip, and underwent a closed reduction followed by a revision of right hip arthroplasty using the biomet ringloc bi-polar hip system. The patient returned again a few months later after experiencing a fall. He underwent an open reduction with revision femoral bipolar exchange, using the biomet acetabular cup. The patient experienced multiple dislocations and reductions.